Event description:
During baxter's eval it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the false downstream occlusion caused by high readings on the downstream sensor. The downstream sensor was recalibrated to ensure accurate occlusion detection.